Event description:
Customer was admitted to hospital for high blood glucose, and diabetic ketoacidosis. The customer had a problem with priming the new set, and at one point the customer was hooked up during priming, and experienced low blood glucose levels. The customer treated, and thought everything was fine, but the pump was still in the rewind mode. The educator suspected customer had a panic attack, and was not paying attention. No troubleshooting was performed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused, or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.